Event description:
An alarm was reported by the customer followed by additional alarms indicating recurring occlusion events. The customer's blood glucose level exceeded 500 mg/dl or the cgm read "high," leading to a correction injection via mdi. No third-party assistance was required, and the customer resolved the issue by changing the cartridge and continuing with insulin therapy.